Manufacturer narrative:
(B)(4). Received x-ray does not shows anything particularly noticeable except from the loosening of the device. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The compatibility of the devices has been reviewed. The IFU of the cage has been reviewed and it was noticed that the avantage cup used with the max ti cage are not compatible as the case is to be used in conjunction with any commercially available polyethylene acetabular cup. The avantage cup is stainless steel so this makes the combination not compatible a complaint extract was done regarding revision due to pain and loosening: 1 complaint (1 product), this one included, has been recorded on avantage cemented acetabular cup size 44, reference p0463044, from january 01, 2017 to february 08, 2021. 1 complaint (1 product), this one included, has been recorded on avantage cemented acetabular cup size 44, reference p0463044, batch 0000710631. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an hip arthroplasty on (B)(6) 2012. Subsequently was revised on (B)(6) 2020 due to hip pain. Surgeon had xray, showed movement of the cup and cage. Surgeon operated to remove cup and cage.

Manufacturer narrative:
(B)(4). List of associated devices: avantage inlay size 44 ø 22,2, reference (B)(4), batch 0000714004. Max ti cage 52mm right m right, reference (B)(4), batch 31093. 22.2mm dia cocr modular head standard neck, reference (B)(4), batch 428170. Ti low profile screw 6.5x30mm, reference (B)(4), batch 138500. Foreign report source: (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported patient underwent hip arthroplasty on (B)(6) 2012. Subsequently was revised on (B)(6) 2020 due to hip pain. Surgeon had xray, showed movement of the cup and cage. Surgeon operated to remove cup and cage.